Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 06/18/2026, it was reported that the patient experienced a cgm inaccuracy issue. The reporter (husband) reported that earlier in the day, the patient¿s dexcom g7 displayed a high alert with a glucose reading of 374 mg/dl. A fingerstick bg was performed and measured 100 mg/dl. Calibration was attempted, resulting in lower cgm readings, although the adjusted value could not be recalled. Later that afternoon, the cgm again displayed ¿high¿ with a reported value of 400 mg/dl. The patient performed another fingerstick bg, which reportedly measured 100 mg/dl, and a second calibration was performed, resulting in lower cgm readings. At approximately 8:00 pm, the cgm again alerted ¿high¿ and displayed a value of 481 mg/dl. At that time, the patient reported experiencing a headache. Due to concern regarding the elevated readings, the reporter transported the patient to the emergency room (ER) for evaluation. Upon arrival, the cgm sensor and omnipod 5 insulin pump were removed. A fingerstick bg was performed; however, the result could not be recalled. The patient was treated with 10 units of insulin and intravenous fluids. Additional diagnostic testing, including a chest x-ray, bronchitis testing, strep throat testing, and covid-19 testing, was performed and yielded negative results. These assessments do not appear to be related to the reported event. The patient was discharged at approximately 12:10 am on (B)(6) 2026 and reported improvement in condition. At the time of reporting, the patient described feeling ¿fine.¿ no data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. At 8:00pm, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.